Manufacturer narrative:
The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one endeavor resolute rx coronary des was attempted to be used to treat a severely tortuous and severely calcified lesion located in the mid rca. It was reported that the device failed to cross the lesion and stent burrs were seen. It was indicated that the event was due to lesion morphology. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.